Event description:
The doctor couldn't change the pressure setting of the valve. The valve was explanted and replaced by a new valve.

Manufacturer narrative:
The final report was originally submitted in february 2016. As requested by the FDA, the follow-up report is resubmitted to correct/update the following items: manufacturer contact (sections d3 and g1,2); type of report (follow-up #) (section g7); non-healthcare professionnal for occupation (section e3); medwatch 3500a format which has been updated since 2016.

Event description:
The doctor couldn't change the pressure setting of the valve. The valve was explanted and replaced by a new valve.